Manufacturer narrative:
A discussion with the initial reporter on (B)(6) 2011, revealed the magnification stand did not fall on the technologist's finger. The technologist was checking to make sure the magnification stand was locked in place on the left side when she pinched her finger between the magnification stand and the latching area. The technologist finger was bruised. X-rays were taken of her finger and showed no fracture. An hologic field engineer visited the site to check the functioning of the magnification stand. The field engineer installed the magnification stand on the system several times and could not duplicate the incident. The customer was advised to make sure the lines on the magnification stand line-up with the lines on the system. Hologic has concluded that this event was caused by user error.

Event description:
It was reported that a magnification stand did not lock in place and fell on a technologist's finger causing it to turn black and blue.